Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) due to blood glucose (bg) level of ¿high¿; although a specific value was not given. Customer address their bg with a bolus via pump, and could not confirm what the ER provided the customer and declined further troubleshooting for ER visit. It was also reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.